Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, it was noted that the lead exhibited low sensing measurements. The lead was not used, and a new lead was implanted. When the lead was connected to the atrial port of pacemaker, it was noted that the pacemaker did not work. The parameters of the lead were tested using pacing system analyzer (psa) and good measurements were obtained. The pacemaker was also not used, and a new pacemaker was implanted successfully. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.